Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. (B)(6). Reason for device explant and/or reoperation: cutaneous contour deformity. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent primary breast augmentation surgery with 375cc mentor memorygel breast implants experienced left sided capsular contracture baker grade unknown, silent rupture and right sided unacceptable cosmetic appearance post procedure. Patient also experienced seroma on the left side breast on (B)(6) 2019. On (B)(6) 2019, patient had surgery to drain fluid. The right and left breast implants were removed and re implanted. As a result, patient underwent bilateral removal and replacement with a 375cc mentor memorygel breast implants on (B)(6) 2019. Per mentor IFU, these devices are for single use only and should not be re-implanted. Therefore, these devices were used off label. This report is for the right sided device.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 4/17/2020. Device evaluation summary: according with the information reported, the patient experienced an unacceptable cosmetic appearance of breast and developed generalized illness, additional information was received, the physician stated he had tore the implant during surgery. During visual inspection of the sample. A tear was noted in the anterior view and extending to the posterior aspect, measuring approximately 2.0 cm, causing a rupture. Microscopic examination of the edges of the rupture revealed parallel striations consistent with a rupture with a sharp object. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 10/7/2020, clarification for right sided lot number and serial number fields were provided. Right sided serial number is (B)(6) and lot number 7686113. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2020, patient is having difficulty breathing. Further additional information was received on (B)(6) 2020, per physician, left sided and right sided implants were removed from patient and placed in betadine. Rupture was discovered on the right sided implant. The physician then re-implanted the left sided device into the right side and the left sided device was replaced with a 375cc mentor memorygel breast implant. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cutaneous contour deformity, rupture and generalized illness manufacturer¿s reference number:(B)(4).